Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor the country the original surgery was performed was USA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain. Concomitant medical products: a saline mentor smooth round moderate profile 350cc , catalog number 3501655, serial number ,(B)(4) lot number 5842870. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 350cc and experienced deflation and breast pain on the right breast implant. The patient ¿feels like a valve digging into her¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/18/2020, it was reported to mentor that the patient experienced dissatisfaction with procedure results. The patient¿s name is katherine nelson. On 1/20/2020, during visual inspection of the device a crease was observed on the posterior aspect also shell abrasion was observed within crease. Leak testing revealed a tear within shell abrasion measuring less than 0.1 cm . No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).